Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent an initial total left hip arthroplasty on (B)(6) 2015. During the procedure it was noted that the liner exhibited micromotion within the cup, creating a delay of greater than half an hour. Another liner was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Damage and deformation of the product likely occurred during the procedure; however, a conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported a patient underwent an initial total left hip arthroplasty on (B)(6) 2015. During the procedure, the liner would not fit in the cup, creating a delay of greater than half an hour. Another liner was used to complete the procedure.